Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the tip of the harvesting tool was cracked and coming apart. The device looked unsafe to continue; the tool was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was not partially torn away from the tip nor peeled. A pre cauterize test was conducted to ensure that the device is capable of intended function. The test revealed that device was able to pass the pre-cauterize test. Based on the condition of the device as found and the evaluation, the reported complaint was not confirmed for peeled/cracked jaw.